Event description:
During the procedure, 3 bioraptors were placed and 2 pulled out. The third was left in the patient unsupported. The tech was moving a grasper suture off second anchor and the suture of first anchor seemed to break with little or no force. The surgeon used titanium arthrex anchors as replacement.

Manufacturer narrative:
The actual device was not returned for evaluation.